Event description:
The customer reported a leak under the blood sampling valve of a coulter hmx hematology analyzer with autoloader. The customer also reported that the instrument failed white blood cells during startup when the leak was observed. The volume of the leak was less than 1 ml and was not contained within the instrument. The instrument operator was wearing gloves at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the probe wipe was not traveling far enough to complete cleaning of the probe. The fse aligned the probe and probe wipe to resolve the leak. The fse then performed several startups and the white blood cells passed each time. All repairs were verified per established procedures. (B)(4).